Event description:
It was reported that the bd syringe 5ml ll bns stopper was jammed / insecure. The following information was provided by the initial reporter: we have received the below information regarding a complaint or suspected incident related to your device(s). As required per MDR 2017/745 article 13 and 14, we are forwarding this information to you, the manufacturer and, where applicable, the manufacturers authorised representative, and the importer. Please keep us informed, in case any actions are required, based on the received information. We received a market complaint regarding one of your syringes, with the complaint description as follows: syringe was defective as the rubber was incorrectly fitted causing a leak. More information related to the involved component can be found in the quality notification in the attachment. Unfortunately, we did not receive a picture or sample accompanying this complaint. -could you please register this market complaint for trending analysis? -may I kindly request to confirm receipt of this notification? Additional information provided: unfortunately, no further details than what is stated in the quality notification were provided with this complaint. It was not specified which substance leaked. No patient impact was reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) stopper jammed / insecure. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.